Manufacturer narrative:
The g5 electrodes were not returned to zoll for evaluation. Review of the device log revealed multiple instances of alerts associated with pad positioning and connectivity. These alerts are typically triggered when the pads are either not properly aligned or fail to establish a connection. Such occurrences are consistent with expected device behavior and do not indicate a hardware malfunction. When functional pads are correctly positioned, these alerts are resolved automatically during the subsequent self-test procedure. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device did not detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.